Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a curved opening, white particles, and flat creases. Leak test and microscopic were performed and identified a curved cracked opening in valve, partial delamination of diapherm flange disk, and wear abrasion. Based on the device analysis the final assessment was a cracked opening on valve assessed as cracked valve seat diaphragm valve, and delamination of diapherm flange disk assessed as adhesive failure.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.